Manufacturer narrative:
The customer¿s report of an overinfusion of fentanyl and a leak in the tubing was not confirmed. A review of the event log for the time period in question indicates that the device was programmed as reported. The pca tubing was not returned for investigation and evaluation of the set for leaking and blood backing up could not be performed. The root cause of the reported overinfusion and leak was not identified.

Event description:
The customer initially reported a patient was receiving fentanyl through a pca pump at 0.5ml/hr (25mcg) initiated at 0330. The syringe was found to have 20ml remaining (10ml infused in 2 hours) at 0530 with a total volume infused of 65.69 mcg. There was no patient harm. The customer requested a log review to confirm the programming. Received a copy of the customer's medwatch report from the FDA which states, "patient on IV fentanyl infusing at .5 ml/hr(25mcg). Two hours after infusion started nurse in room for routine blood draw for labs. Nurse noted blood back up in the tubing and on the floor. All connections checked and found to be secure. Nurse was unable to determine from where the leak occurred, though it appeared to be a flow problem. Tubing and pump removed and changed. Patient was awake and noted as not over sedated."